Event description:
It was reported to philips that, the foot switch did not work properly. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event, which occurred during a coronary diagnostic procedure. The procedure was completed using the same pedal. The philips field service engineer (fse) inspected the system on-site and confirmed that the wired footswitch was operational; however, due to its poor physical condition, including visible rust and wear, the fse replaced the wired footswitch to resolve the issue. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported image storage issue did not impact the completion of the procedure. The procedure was completed as planned on the same system, as the reported alert did not have any impact on the procedure, patient, or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.